Manufacturer narrative:
(B)(4)

Event description:
It was reported that the peel-away sheath became bent/concertinaed while being advanced over the spring wire guide (swg). The reporter indicated that the bending may have been due to adipose tissue. The physician discontinued the initial attempt, punctured a different vein, straightened the sheath, and successfully completed the procedure using the device. Good faith efforts were made to obtain additional information regarding the reported device issue and to assess potential patient impact. A total of three attempts were made to contact the user facility; however, no response or additional information was received.